Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00674.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2015. Approximately 7 years and 2 months after the first revision the patient had a second right knee revision on (B)(6) 2022. The patient experiences joint pain, joint swelling and stiffness, tissue damage, revision surgery, polyethylene wear, synovitis, constrained liner revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.